Manufacturer narrative:
Device received with blank display due to missing battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Device received with cracked battery tube threads. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced hyperglycemia. The customer's blood glucose level was 1215 mg/dl. The customer stated that the battery carrier or compartment was damaged. The insulin pump will not be returned for analysis.